Event description:
Customer reported to beckman coulter, inc (bci) that erroneously low sodium (na) results were obtained on their synchron lxi 725 instrument. Customer indicated that before the low na results were generated by the analyzer, the ise (ion-selective electrode) system was calibrated and the qc (quality control) results were within the lab's established ranges. The low na results were repeated and were found to be higher and only the higher results were reported out. Therefore, no erroneous na results were reported out of the laboratory. There were no reports of serious injury or adverse events associated with this event and there were no changes to patient treatment.

Manufacturer narrative:
A bci fse (field service engineer) performed a preventative maintenance (pm) service on the instrument and while this alleviated the problem, no clear root cause was determined. Examples of the low na results and the repeated na results are given below. Values are in mmol/l. Sample information was not provided. Sample #: 1, original na result: 135, repeated na result: 141, reference range: 136-145. Sample #: 2, original na result: 134, repeated na result: 142. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 to 10/23/2010 for additional reportable events.